Event description:
The pt was supported with a paracorporeal ventricular assist device (pvad) for biventricular support. The surgeon reported that the pt was being supported with dual drive console (ddc), serial number (B)(4), when the eject pressure digital reading started to read abnormal pressure values and abnormal vacuum pressures. Pressure and vacuum alarms accompanied the abnormal value readings. The pvad (supported by the top module of the ddc) was noted to be inadequately filling and emptying ddc (B)(4) was exchanged for ddc, serial number (B)(4). Ddc (B)(4) operated normally and supported the pt adequately, however, the battery light remained illuminated on the top console. The pt then started coughing vigorously, and the top module of the ddc was not illuminated. Hand pumping was started by the nursing staff. The electrical connection of the ddc was inspected and the staff noticed that it had become dislodged. After the ddc was plugged back in, the top module regained power. The staff stopped hand pumping and switched the pt back to the ddc. The pt stabilized.

Manufacturer narrative:
The pt remains ongoing. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.